Manufacturer narrative:
Implantation performed between may and (B)(6) 2018. (B)(4). Article citation: gagne, sebastien, et al. ¿transconjunctival xen45 implantation for glaucoma performed at the slit lamp: a pilot study.¿ journal of glaucoma, vol. Publish ahead of print, 2022. Crossref, https://doi.org/10.1097/ijg.0000000000002070. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article, "transconjunctival xen45 implantation for glaucoma performed at the slit lamp: a pilot study" from the journal of glaucoma reported 34 eyes that underwent xen®45 gts implantation via the ab-externo technique, of which 2 patients were diagnosed with primary angle closure glaucoma. 2 eyes experienced failed positioning attempts, 10 eyes required glaucoma medication, 7 eyes required needling procedures, 5 eyes required ac reformation procedures (2 were due to clinically significant hypotony), 1 eye required digital ocular compressions, 2 eyes underwent gel stent revision procedures, 2 eyes underwent reoperation for glaucoma, 7 eyes experienced early wound leak, 1 eye experienced late wound leak requiring surgery for conjunctival suture closure, 7 eyes experienced transient hypotony, 2 eyes experienced hyphema, 2 eyes experienced a shallow ac, 2 eyes experienced choroidal detachments, 1 eye experienced encapsulation, 1 eye experienced device malposition, 1 eye experienced stent occlusion, 2 eyes experienced stent exposure (1 case due to severe dry eye and 1 case due to iatrogenic damage during a needling procedure). 1 eye experienced endophthalmitis, due to a secondary procedure (ac reformation) from a different surgeon.